Event description:
A trilogy 100 was returned to a third-party service center for service. There was no harm or injury reported. During evaluation of the device, the trilogy 100 ventilator failed a test step related to a battery cell under-voltage inside the battery pack. No information about component replacement was provided in the evaluation. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed.